Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose level was 500 mg/dl at the time of the incident. Customer¿s current blood glucose: 418 mg/dl. The customer experienced symptoms such as nausea. Customer treated for high blood glucose with manual injection. Customer reports they have not contacted their healthcare professional regarding the high blood glucose. Based on customer report customer does not allege pump was under delivering .customer decline to perform an high pressure test and declined to troubleshoot for insulin flow blocked alarm. Customer reports alarm did not occur during fill tubing. Customer reports event was resolved by changing complete set (inf and res). The pump will not be returned for analysis.